Event description:
According to the reporter, during the video assisted thoracoscopy surgery of left upper lobectomy, a vascular stapler was used for p ulmonary artery (pa) and pulmonary vein (pv). After using the black tri-staple reload in inter lobar formation, another attempt was made to use black tri-staple reload on the same spot, but the green lamp on the handle disappeared, and it could not enter the fire mode so it could not be used. A manual handle was taken out and after dissecting the site, the gray tri-staple reload was connected to the earlier's powered handle in the pa and tried to use it. In the same manner, the stapler's jaw were closed but the green lamp did not light up, and it could not be used as it did not switch to fire mode. The main unit was replaced with an manual short stapler and dissection was conducted. The black tri-staple reload and gray tri-staple reload were used with the manual short stapler and did not fire. There was no patient injury.

Manufacturer narrative:
Concomitant medical product/s: sig30ctav tri 2.0 sig30ctav 30 CT vsclr 12mm lot #n2f0652y; unegiault unknown egia ultra lot #unk; sigphandle sig power sigphandle handle serial #unknown; sigpshell sig power sigpshell control shell lot #unknown; sigadaptstnd sig power sigadaptstnd linear adapter serial #unknown evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had all full complement of staples, and the jaw of the reload was open. Functionally, the reload was loaded into a representative handle. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h6 new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video assisted thoracoscopy surgery of left upper lobectomy, a vascular stapler was used for p ulmonary artery (pa ) and pulmonary vein (pv). After using the black tri-staple reload in inter lobar formation, another attempt was made to use black tri-staple reload on the same spot, but the green lamp on the handle disappeared, and it could not enter the fire mode so it could not be used. A manual handle was taken out and after dissecting the site, the gray tri-staple reload was connected to the earlier's powered handle in the pa and tried to use it. In the same manner, the stapler's jaw were closed but the green lamp did not light up, and it could not be used as it did not switch to fire mode. The main unit was replaced with an manual short stapler and dissection was conducted. The black tri-staple reload and gray tri-staple reload were used with the manual short stapler and did not fire. A new ultra short was taken out to complete the case. There was no patient injury.